Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at the ipg pocket site. As a result, the patient's ipg was relocated via surgical intervention on (B)(6) 2018. Surgical intervention has resolved the patient's issue.